Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was fluctuating. There was no reported adverse impact. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.